Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the information provided, at this time no conclusions can be made. As reported the patient's job requires heavy lifting and she is currently experiencing abdominal pain and burning. A CT scan was negative and she is seeking another healthcare provider. Should additional information be provided, a supplemental MDR will be submitted. Addendum to the initial MDR to document additional information provided via maude event report (mw5069889) and additional information provided by the patient contact. There is no change to the previous determination. Based on the additional information provided, at this time no conclusion can be made. The patient has started seeing a new doctor and is continuing to work on the best clinical course to treat and determine the cause of her symptoms. Should additional information be provided, a supplemental MDR will be submitted. Addendum to the previously submitted MDR reports. Additional information provided indicates that the initially reported lot number was incorrect, this supplemental MDR is submitted to make the correction. There is no change to the previous determination, at this time no conclusion can be made. A review of the manufacturing records was performed for huyl0837 and found that the lot was manufactured to specification. Should additional information be provided, a supplemental MDR will be submitted. H11: this follow-up report is submitted in response to information received from the FDA (see attached email communication). When follow-up report #2 was initially sent the field g.6 was inadvertently updated as follow-up #3. This report corrects the field g.6 and updates the document to include current reporting standards. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported to davol: (B)(6) 2015 - the patent was diagnosed with an abdominal ventral hernia and underwent repair with the implant of a bard ventralex st hernia patch. (B)(6) 2015 - the patient returned to work as directed by her surgeon. The patient's job requires heavy lifting and she started lifting heavier objects again. Ni/ni/2016 - the patient experienced a "feeling like something at her abdomen was pushing out and going back in" during her daily lifting activities at her job. Shortly after, the patient felt a burning and painful sensation underneath her umbilicus which consistently seemed to get worse. Ni/ni/2017 - the patient presented to her surgeon with reports of abdominal pain and burning. The surgeon ordered a CT scan of her abdomen. The results were reviewed with the patient and per the contact, the surgeon stated there was nothing wrong and she is probably experiencing "muscle spasms." As reported the patient is currently experiencing abdominal pain with burning, some days she cannot bend over because the abdominal pain is so severe. She cannot eat and has a decreased appetite from constant nausea. It is reported that the patient plans to seek additional medical treatment with another healthcare provider or the hospital emergency room. Addendum to the initial MDR to report additional information provided via maude event report (mw5069889) and information provided directly from the contact: per maude event report: ¿I had hernia surgery (B)(6) 2015 at (B)(6). Saw the doctor and he said I had some fluid there and I can go back to work on (B)(6) 2015 with no restrictions. Then I was putting an a2 couch on the belt which you have to lift up a little to put it on. An a2 is a long couch. When I did it, I felt at my belly button like a balloon going up blown then released. I said not again. Was hurting ever since. This was in last (B)(6) 2015 or (B)(6) 2016. Burning, stinging and needle like poking me at my belly button. I quit work cause couldn¿t do it anymore. So I stopped lifting for months, (B)(6). I moved on (B)(6) 2016. It started back up again when I would lift the same pain. Now I have the pain same not doing anything. I weighed (B)(6) then I went to the doctor and told dr. (B)(6) what was going on that my eating has dropped to ½ egg ½ toast ½ sausage. I get sick when I eat and my stomach blows out. Then I told him about my bm that I go every 3-4 days and wide as my thumb and thin as 7 sheets of paper put together. I never had this problem and when I go on the 3rd or 4th day to have a bm I would go 7 times in 2 hours then it starts all over again. So dr. (B)(6) put me of dansetron 4 mg tab 3 x daily as needed. I only eat twice a day small amounts to begin with. Now I¿m back at (B)(6) but started getting sick on my stomach again. Also put me on docusate sod 100 mg caps 2x daily. I go every day now with no problems if I don¿t take it my troubles with bm starts up again. Here is a picture of where the cut was made and how it gets red and inside of my belly button. It took 2 months before I had a reaction to the statins. Well the doctor ordered a CT scan on (B)(6) had it done. His nurse called me on (B)(6) and said the CT scan shows nothing wrong that everything is fine. So I asked why I still have burning, stinging and feels like needles poking me at my belly button. She said that I was having muscle spasms. Well muscle spasms go away this doesn¿t. Then she said we need to check your colon for ibs. This is the mesh I have in me ventralex st umbilical mesh manufacture bard/davol hog 602463 lot # huy 10837. This mesh can cause ibs its made from polypropylene by bard and it¿s subsidiary davol inc. So I called the numbers on the t.v. Of lawyers for hernia mesh (B)(6) 2010. Told the lawyer what¿s going on and what dr. (B)(6) had to put me on. Said that I have a bowel obstruction since I never had this problem until the mesh was put in. Also told the pain and burning, stinging and needle like sticking me at my belly button. Lawyer said it could be the mesh asked me if it itches outside or inside. I said inside cause it won¿t stop. Even my belly button itches inside really bad that I want to rip my stomach out. I have to sleep on my sides and back. Can¿t sleep on my stomach like before the pressure hurts like a sewing machine needle stocking me. My family and boyfriend are very concerned cause they see what¿s happening everyday. I¿m getting a different doctor on this mesh cause what¿s going on isn¿t right it¿s not muscle spasms. I talked to my friend that¿s an ex-detective he was wondering why I couldn¿t sit still and was holding my stomach. So I told him he looked at it and said its red you¿re not having muscle spasms. The doctor is trying to cover his butt. Dr (B)(6) put the wrong lot# it¿s huyj not huy10837. I haven¿t received my report of the CT scan. It¿s not even on my file. I even asked to see it and a copy. All I got was we¿ll send you a copy of the report. Makes me wonder now what¿s going to put in it. I still can¿t do any lifting cause it hurts. Doctor told me to look for a job with no lifting. This doesn¿t help the needle sticking me in my belly button nor the stinging. I have an attorney on the mesh and sent them a picture of my stomach. Thank you, (B)(6). Per contact and implant operative report: (B)(6) 2015 - the patient was diagnosed with an epigastric hernia and underwent repair with the implant of a bard ventralex st hernia patch. (Per operative report) (B)(6) 2017 - the patient presented to a new doctor with bowel difficulties, pain, nausea and a rash on her abdomen in the area of the umbilicus. She was prescribed stool softeners and an anti-nausea medication. (Per contact) the contact reports the patient has experienced dark blood from her rectum on three occasions (B)(6) 2015, (B)(6) 2016 and (B)(6) 2017. Also reported is that the patient cannot do any heavy lifting due to the pain and therefore cannot work. There is pain to the left and right of her umbilicus when pushing down on the area, she feels something ¿poking from the inside when she starts to move and lift¿ and due to the reddened area around her umbilicus feels that she is having a reaction. The patient is having difficulty sleeping on her stomach and the pain is worse since (B)(6) 2017, she also has abdominal bloating whenever she eats.

Manufacturer narrative:
This is an addendum to the previously submitted MDR reports. Additional information provided indicates that the initially reported lot number was incorrect, this supplemental MDR is submitted to make the correction. There is no change to the previous determination, at this time no conclusion can be made. A review of the manufacturing records was performed for huyl0837 and found that the lot was manufactured to specification. Should additional information be provided, a supplemental MDR will be submitted. Updated fields: b4, g4, g7, h2, h4, h10. Corrected fields: d4 (catalog#, lot#, expiration date, UDI). Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
This is an addendum to the initial MDR to document additional information provided via maude event report (mw5069889) and additional information provided by the patient contact. There is no change to the previous determination. Based on the additional information provided, at this time no conclusion can be made. The patient has started seeing a new doctor and is continuing to work on the best clinical course to treat and determine the cause of her symptoms. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol: on (B)(6) 2015 - the patent was diagnosed with an abdominal ventral hernia and underwent repair with the implant of a bard ventralex st hernia patch. On (B)(6) 2015 - the patient returned to work as directed by her surgeon. The patient's job requires heavy lifting and she started lifting heavier objects again. On (B)(6) 2016 - the patient experienced a "feeling like something at her abdomen was pushing out and going back in" during her daily lifting activities at her job. Shortly after, the patient felt a burning and painful sensation underneath her umbilicus which consistently seemed to get worse. On (B)(6) 2017 - the patient presented to her surgeon with reports of abdominal pain and burning. The surgeon ordered a CT scan of her abdomen. The results were reviewed with the patient and per the contact, the surgeon stated there was nothing wrong and she is probably experiencing "muscle spasms." As reported the patient is currently experiencing abdominal pain with burning, some days she cannot bend over because the abdominal pain is so severe. She cannot eat and has a decreased appetite from constant nausea. It is reported that the patient plans to seek additional medical treatment with another healthcare provider or the hospital emergency room. Addendum to the initial MDR to report additional information provided via maude event report (mw5069889) and information provided directly from the contact: per maude event report: ¿I had hernia surgery (B)(6) 2015 at (B)(6). Saw the doctor and he said I had some fluid there and I can go back to work on (B)(6) 2015 with no restrictions. Then I was putting an a2 couch on the belt which you have to lift up a little to put it on. An a2 is a long couch. When I did it, I felt at my belly button like a balloon going up blown then released. I said not again. Was hurting ever since. This was in last (B)(6) 2015 or (B)(6) 2016. Burning, stinging and needle like poking me at my belly button. I quit work cause couldn¿t do it anymore. So I stopped lifting for months, (B)(6). I moved on (B)(6) 2016. It started back up again when I would lift the same pain. Now I have the pain same not doing anything. I weighed (B)(6) then I went to the doctor and told dr. (B)(6) what was going on that my eating has dropped to ½ egg ½ toast ½ sausage. I get sick when I eat and my stomach blows out. Then I told him about my bm that I go every 3-4 days and wide as my thumb and thin as 7 sheets of paper put together. I never had this problem and when I go on the 3rd or 4th day to have a bm I would go 7 times in 2 hours then it starts all over again. So dr. (B)(6) put me of dansetron 4 mg tab 3 x daily as needed. I only eat twice a day small amounts to begin with. Now I¿m back at (B)(6) but started getting sick on my stomach again. Also put me on docusate sod 100 mg caps 2x daily. I go every day now with no problems if I don¿t take it my troubles with bm starts up again. Here is a picture of where the cut was made and how it gets red and inside of my belly button. It took 2 months before I had a reaction to the statins. Well the doctor ordered a CT scan on (B)(6) had it done. His nurse called me on (B)(6) and said the CT scan shows nothing wrong that everything is fine. So I asked why I still have burning, stinging and feels like needles poking me at my belly button. She said that I was having muscle spasms. Well muscle spasms go away this doesn¿t. Then she said we need to check your colon for ibs. This is the mesh I have in me ventralex st umbilical mesh manufacture bard/davol hog 602463 lot # huy 10837. This mesh can cause ibs its made from polypropylene by bard and it¿s subsidiary davol inc. So I called the numbers on the t.v. Of lawyers for hernia mesh (B)(6) 2010. Told the lawyer what¿s going on and what dr. (B)(6) had to put me on. Said that I have a bowel obstruction since I never had this problem until the mesh was put in. Also told the pain and burning, stinging and needle like sticking me at my belly button. Lawyer said it could be the mesh asked me if it itches outside or inside. I said inside cause it won¿t stop. Even my belly button itches inside really bad that I want to rip my stomach out. I have to sleep on my sides and back. Can¿t sleep on my stomach like before the pressure hurts like a sewing machine needle stocking me. My family and boyfriend are very concerned cause they see what¿s happening everyday. I¿m getting a different doctor on this mesh cause what¿s going on isn¿t right it¿s not muscle spasms. I talked to my friend that¿s an ex-detective he was wondering why I couldn¿t sit still and was holding my stomach. So I told him he looked at it and said its red you¿re not having muscle spasms. The doctor is trying to cover his butt. Dr (B)(6) put the wrong lot# it¿s huyj not huy10837. I haven¿t received my report of the CT scan. It¿s not even on my file. I even asked to see it and a copy. All I got was we¿ll send you a copy of the report. Makes me wonder now what¿s going to put in it. I still can¿t do any lifting cause it hurts. Doctor told me to look for a job with no lifting. This doesn¿t help the needle sticking me in my belly button nor the stinging. I have an attorney on the mesh and sent them a picture of my stomach. Thank you, (B)(6). Per contact and implant operative report: on (B)(6) 2015 - the patient was diagnosed with an epigastric hernia and underwent repair with the implant of a bard ventralex st hernia patch. (Per operative report) on (B)(6) 2017 - the patient presented to a new doctor with bowel difficulties, pain, nausea and a rash on her abdomen in the area of the umbilicus. She was prescribed stool softeners and an anti-nausea medication. (Per contact) the contact reports the patient has experienced dark blood from her rectum on three occasions (B)(6) 2015, (B)(6) 2016 and (B)(6) 2017. Also reported is that the patient cannot do any heavy lifting due to the pain and therefore cannot work. There is pain to the left and right of her umbilicus when pushing down on the area, she feels something ¿poking from the inside when she starts to move and lift¿ and due to the reddened area around her umbilicus feels that she is having a reaction. The patient is having difficulty sleeping on her stomach and the pain is worse since (B)(6) 2017, she also has abdominal bloating whenever she eats.

Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the information provided, at this time no conclusions can be made. As reported the patient's job requires heavy lifting and she is currently experiencing abdominal pain and burning. A CT scan was negative and she is seeking another healthcare provider. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol: on (B)(6) 2015 - the patent was diagnosed with an abdominal ventral hernia and underwent repair with the implant of a bard ventralex st hernia patch. On (B)(6) 2015 - the patient returned to work as directed by her surgeon. The patient's job requires heavy lifting and she started lifting heavier objects again. On (B)(6) 2016 - the patient experienced a "feeling like something at her abdomen was pushing out and going back in" during her daily lifting activities at her job. Shortly after, the patient felt a burning and painful sensation underneath her umbilicus which consistently seemed to get worse. On (B)(6) 2017 - the patient presented to her surgeon with reports of abdominal pain and burning. The surgeon ordered a CT scan of her abdomen. The results were reviewed with the patient and per the contact, the surgeon stated there was nothing wrong and she is probably experiencing "muscle spasms." As reported the patient is currently experiencing abdominal pain with burning, some days she cannot bend over because the abdominal pain is so severe. She cannot eat and has a decreased appetite from constant nausea. It is reported that the patient plans to seek additional medical treatment with another healthcare provider or the hospital emergency room.